Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten months later, the patient scheduled for the filter retrieval, the right internal jugular vein was accessed. Attempts to pass cone and retrieval sheath over the filter in frontal and lateral views were unsuccessful after multiple attempts. A curved amplatz was then used to improve the angle of retrieval sheath, which was unsuccessful. Attempts to snare the filter with a gooseneck and ensnare device to reposition it were also unsuccessful. Then procedure was stopped. After one month, the patient again scheduled for the filter retrieval, the right internal jugular vein was accessed. Filter was tilted and demonstrates at least 2 legs which protrude through the lumen of the inferior vena cava. Due to the tilt of the filter, a 0.035-inch amplatz wire was advanced through a 5f angled glide cath to straighten the filter. Then using a cone retrieval snare, the filter was snared and partially withdrawn, however was never full extracted. When the filter tip was ensnared, the patient experienced pain with retraction of the filter, therefore the decision was made to abort the procedure to avoid a potential caval perforation. Therefore, the investigation is confirmed for alleged filter tilt, perforation of the inferior vena cava and retrieval difficulties. During the first retrieval attempt, there was no report of additional issues with the filter; therefore, it is possible that the unsuccessful retrieval attempts contributed to the filter tilt and perforation of the inferior vena cava. However, based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts perforated into organs . The device has not been removed after two attempt but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.